Event description:
The patient's extracorporeal photopheresis (ecp) treatment began on the cellex instrument 40158 using kit from lot #z311/341. A large amount of air was noted, like a "string-of-beads" in the black-striped line from the photoplate to the tubing organizer. This continued through the tubing around the recirculation pump. It also included the yellow, striped line through the hematocrit sensor to the treatment bag early in the treatment. The ecp was paused and therakos was called. Per rep: "stop ecp immediately; abort kit; do not return blood products back to patient due to air leak with a compromised sterility of the kit." This was done, the patient's neostar lumens were flushed and capped and a emergent complete blood count was sent. Md was notified, as was the clinical engineer of biomed. The patient's bp remained stable throughout the procedure and the patient remained afebrile and asymptomatic. There was an alarm during priming of the kit which resolved with resetting the machine. No kinks in tubing or other problems with kit were noted during priming or during treatment prior to detection of the air leak. There wasn't an "air detected" alarm during priming or treatment. The "string-of-beads" air in line as noted above appeared to begin at the point where the black-striped tubing connects to the photoplate. However, no crack or fluid leak was noted on visual inspection of the kit. There was no apparent injury to the patient other than an estimated 240ml blood loss (per the rep at therakos). The patient was instructed to report any signs or symptoms of infection or blood loss including: fever, malaise, weakness, lightheadedness or unusual fatigue. Also, to have labs rechecked locally a few days later.